Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 21-55 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg and went to the emergency room (ER). Customer was treated with intravenous fluids of dextrose and was release from the ER 2 1/2 hours later with the issue resolved and no permanent damage. Reportedly, a replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.